Event description:
Patient reported leakage when using IV scig 26g 9mm high flo--rms 04-26-09mm so going to try a different size as he has never had leakage before. Unknown if md is aware. No further information provided. Unknown if patient experienced an adverse event or missed dose. Unknown if defect device is still on hand if need for return. No further information provided. Used to infuse hizentra at above dose and frequency. Reported to (B)(6) by pt/caregiver.